Event description:
The customer reported that after a few minutes of use, the instrument jammed shut. There was no injury to the pt. The site has not been able to provide any further details regarding the incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.